Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) to review the stored episodes on this cardiac resynchronization therapy defibrillator (crt-d). Upon review of the available data, ts noted far field oversensing. Reprogramming options were suggested. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.